Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). The 2.5x18mm device failed to cross the lesion reportedly due to interactions with the patient's anatomy and the implant became damaged. The device was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x28mm device was used to successfully complete the procedure. There was no additional information provided. Additionally, the device was returned with the balloon separated from the distal shaft.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported implant damage was not confirmed; however, the balloon was separated from the outer member at the distal end of the proximal balloon seal. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.